Event description:
It was reported that on (B)(6) 2024, a 6-8x40mm acculink stent was implanted in the left internal carotid artery. Post two month follow up it was noted that the stent fractured. A 9x50mm non-abbott was used to treat the fractured the stent. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The treatment(s) appears to be related to the operational context of the procedure as a 9x50mm non-abbott was used to treat the fractured the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.